Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp via a rep reported that the cause of the high impedance issue was not determined. No surgical interventions occurred on the lead or extension, with the replacement devices resolving the issue and no further issues being reported. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3387 lot# unknown serial# implanted: explanted: product type lead product ID 7482 lot# serial# unknown implanted: explanted: product type extension . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that the implant was replaced approximately two years after implant which was noted to be "soon" and "too short." It was noted that an elective replacement indicator (eri) occurred on date notified with the device replaced on the following day. Device settings/telemetry were unknown and any environmental factors are being investigated. No troubleshooting was performed and the issue was not resolved at the time of initial report. Additional information received on 2017-oct-20 noted that there were high impedances in electrode #0. As such a fracture issue was suspected, but according to diagnostic results no short-circuit was noted. The amplitude was set to 2.9v, pulse width 270 microseconds, rate 185 hz, therapy impedance 770 ohms. No further complications are anticipated.